Event description:
It was reported that the atrial output had been set to 2.5 v on (B)(6) 2011. On (B)(6) 2015 the atrial output setting had changed automatically - phantom programming. The device remained implanted.

Manufacturer narrative:
(B)(4).